Event description:
Edwards learned of an aortic bioprosthetic valve that was explanted at implant due to a deformed strut that cause the leaflets to not function properly. There were no reported complications.

Manufacturer narrative:
DHR review. Additional manufacturer narrative - the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
X-ray. Device evaluation summary - as received, free margins of leaflets 2 and 3 appeared wavy. As received, commissures 1 and 3 wireform appeared distorted. Wrinkles were observed in the coaptation region of leaflet 2. Suture holes were observed around the circumference of the sewing ring. Damages are most likely due to implant or explant. No visible inconsistencies were observed on remaining leaflets. Additional manufacturer narrative - the reported deformed strut was confirmed by device evaluation. The deformed strut likely occured during implant as each valve is visually and functionally inspected prior to its final release. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.